Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported elevations in pump power/estimated flow; however, a specific cause for the parameter elevations could not be determined through this evaluation. Moreover, a specific cause for the reported driveline infection could not be determined through this evaluation. The submitted system controller log file contained data from 20mar2019 ¿ 02apr2019 and showed that pump power values generally remained stable in the range of about 3.5-5 watts; however, a few elevations in pump power over 6.5 watts were noted, the most significant of which ranged from 8.2-8.3 watts at the end of the log file on 02apr2019. The elevations in pump power correlated with elevations in estimated flow peaking at 11.8 lpm. Despite the observed intermittent elevations in pump power/estimated flow, no atypical alarms were captured and the pump speed remained above the low speed limit without issue. The log file data appeared to show the system operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on lvad and no additional events have been reported at this time. The heartmate ii lvas IFU lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 8 months (the age is calculated from the date of implant to the event date.). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a long history of non-compliance with medication, has a long history of driveline infection, and was recently admitted for renal failure. The ventricular assist device (vad) values and labs have been recently stable. However on (B)(6) 2019, the patient has been noted to have significantly higher calculated flows and displayed power values. No symptoms, no alarms. Of note, international normalized ratio (inr) has been sub-therapeutic and patient's alcohol septal ablation (asa) was stopped for a procedure. Log files analysis showed a few unsustained power and flow elevations. In the absence of patient symptoms, these were not concerning. There were no other unusual events seen within the log file. The mcs equipment was operating as intended.